Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by a healthcare professional that the patient experienced both hyperglycemia (20 mmol/l) and hypoglycemia (3 mmol/l). After approximately 4 hours of wear on the arm, the pod shut down. The controller notifications were reviewed, and the pod shutdown occurred due to an inactivity shutdown parameter, which can shut the pod down if the pod has not interacted with the controller over a set period of time. The patient unitized insulin pens to stabilize blood glucose levels. The following day, the patient visited the diabetologist where a new pod was applied and worked successfully. Further resolution is pending parameter adjustment and device replacements.